Event description:
A healthcare facility in columbus reported that a hissing sound coming from a rt266 infant dual heated evaqua2 breathing circuit was observed during patient use. The healthcare facility later reported that the subject rt266 circuit had passed the ventilator leak test. There was no patient consequence.

Manufacturer narrative:
(B)(4). The subject rt266 infant dual heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of investigation.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare; section d2a: common device name updated to breathing circuit; section d4: lot number and device identification information were not received; section g1: contact person updated to mr. (B)(4). Method: the subject rt266 infant dual-heated evaqua2 breathing circuit was received at fisher & paykel (f&p) healthcare in new zealand for evaluation, where it was visually inspected, leak tested and analysed. Results: visual inspection of the returned device confirmed that the inspiratory tube was damaged. Leak testing confirmed that the limb assembly was out of specification. Additional material analysis of the tubing was performed. The analysis indicated that the tubing had likely undergone a cleaning procedure. Conclusion: we are unable to confirm the cause of the observed leak, however, it is possible that the tubing had undergone a cleaning procedure. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit state: "use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water." "Do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure." "Do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Do not use beyond 7 days maximum duration of use." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in columbus reported that a hissing sound coming from a rt266 infant dual heated evaqua2 breathing circuit was observed during patient use. The healthcare facility later reported that the subject rt266 circuit had passed the ventilator leak test. There was no patient consequence.